Manufacturer narrative:
Device evaluated by MFR.: the device nc emerge mr, ous 4.00mm x 12mm was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. Examination of the hypotube identified multiple kinks along the length of the hyptoube shaft. A detailed microscopic examination of the balloon material identified a v shaped balloon tear/rupture at 2mm distal to proximal markerband. Examination of the extrusion shaft noted the inner lumen was kinked at the distal markerband and the bumper was deformed. The balloon could not be inflated due to the v shaped balloon tear/rupture at 2mm distal to proximal markerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon burst. The device was completely removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon burst. The device was completely removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.